Event description:
It was reported that after a da vinci s low anterior resection procedure was successfully completed on (B)(6) 2011, the patient experienced ischemia reperfusion in his left leg on the same day. Cardiovascular acute incompetence then occurred as a result of the ischemia reperfusion. Due to the post surgical complications, the patient's hospitalization was extended. The patient recovered and was released on (B)(6) 2011.

Manufacturer narrative:
On (B)(6) 2011, the console surgeon who performed the procedure indicated that the cause of the patient's ischemia reperfusion was due to the patient's body positioning during the case. The surgeon also reported that there were no malfunctions of the da vinci s surgical system during the procedure and that the patient's post surgical complications are unrelated to the use of the system. Based on the information provided, it was determined that the da vinci s surgical system worked as intended. No information has been received which suggests that the system malfunctioned in a way that may have caused or contributed to the patient's post surgical complications. Intuitive surgical concluded that the patient's post surgical complications are unrelated to the performance of the da vinci s surgical system.